Event description:
Status indicator flashes red and sometimes green but the device will not switch on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 24th march 2015. Corrosion was observed on the membrane tail. The corrosion on the membrane tail resulted in the excess current drain and the multiple manual power ons of 10 minutes duration. This would account for the depletion of the returned pad-pak resulting in a red status indicator and the device not switching on. The faults could not be replicated when a new membrane was installed. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and temperatures reaching a low of -2.0°c recorded in the history log indicate that the device had been stored outside the indicated conditions. Furthermore, it was found during the investigation, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. The reed switch was measured and found to have failed due to storage outside of the indicated conditions. After replacing the reed switch (sw1) the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave the correct prompts with an adult pad-pak and a paediatric-pak installed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Status indicator flashes red and sometimes green but the device will not switch on. There was no patient involved in this event.